Manufacturer narrative:
Conclusion: based on the in situ measurements and the manufacturer_s experience, the reported hit on the head might have damaged the reference electrode wires. However, as the device has been received incomplete, the location of the wire fractures could not be determined. This is a combined initial and final report.

Event description:
The explanted device was received at hq and there was no prior complaint filed. Per new information received, the patient hit her head on the table and hearing performance with the device was affected. The patient was re-implanted.